Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rj45 connector for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: pn: 9735859. Ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the communication issue was with the navigation system and a medtronic planning system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming that the issue occurred with a planning station.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not communicate with a planning system (ps). There was no patient present when this issue was identified.